Event description:
It was reported that the right ventricular (rv) lead experienced an apparent insulation failure. The lead exhibited low impedance in bipolar and unipolar and occasional oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr303b implantable pulse generator (ipg) implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.